Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The onlay portion of the device was returned for evaluation and is confirmed for fraying and deformation of the mesh. As stated this was not an out of the box condition. The sample was received in a contaminated state with a suture present indicating that there was an attempt made to implant the onlay mesh. Visual evaluation confirms the user cut the mesh in attempt to make a keyhole in the onlay. It appears that during attempted implantation of the onlay, fraying and deformation of the mesh occurred due to forces applied on one of the inner cut edges made by the user to create the key hole. Root cause for the noted damage to the onlay is user/device interface. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Contact alleged that the surgeon was trimming the onlay portion of the plug and patch and the material frayed. Surgeon used another of the same to complete the case without issue. There was no patient impact.